Event description:
It was reported that the neurologist¿s handheld device was not functioning properly. The handheld would not turn on and when a reset is performed, the screen displayed a blank screen. The handheld device has not been returned to date.

Event description:
Product analysis was completed for the returned handheld programmer on 03/18/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the returned software flashcard on 03/18/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.